Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, part of the shell is missing, red particles on the surface of the shell, underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Explanting physician reported and reporting a bilateral rupture. This relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported and reporting a bilateral rupture. This relates to the left side. The device has been explanted.